Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The other graftmaster referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the distal-mid left anterior descending (lad) with the use of a non-abbott device, however, the 3.5 x 19 mm graftmaster failed to cross the perforation and was removed. It was noted that a 2.8 x 19 mm graftmaster also was attempted but failed to cross the perforation; a 3.0 x 28 mm vision stent was used successfully to treat the perforation. There was no reported adverse patient sequela due to the graftmaster device. There was no reported clinically significant delay in the procedure. No additional information was provided.